Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2020 from an embolic stroke on (B)(6) 2020. The patient had a history of pulmonary embolism and she was first implanted on (B)(6) 2020. She was on an impella acute device for a week. There was no change to patient condition or anticoagulation status that may have contributed. A CT scan was utilized. Life support was withdrawn on (B)(6) 2020. The pump was not returned for evaluation.